Manufacturer narrative:
Product complaint # : (B)(4). Device evaluation summary: an opened sample of product code j304, lot # mez560 were received for analysis. During the visual inspection of the opened sample, no foreign matter could be observed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition no packaging foreign matter biological was noted .

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. During the procedure, it was found that there had been a foreign substance like a hair in the package. There were no adverse consequences to the patient. No additional information was provided.